Event description:
Sudden onset, and consisting symptoms including: breast pain, visual disturbance, throbbing in head and hands, rapid heartbeat, joint pain, neck and shoulder pain, migraines, brain fog, memory issues, chronic fatigue, light sensitivity, gastrointestinal issues, weight gain, depression and anxiety, hair loss, tingling in hands and feet.